Event description:
It was reported that the physician's hand held will not hold a charge and when the hand held is unplugged from the wall outlet, the screen turns black. A new hand held was sent to the physician to replace the non-working device. The non-working hand held has been returned to manufacturer where analysis is underway.